Event description:
Patient had breast implants and immediately started having edema and third spacing of fluids. A year later began having problems with anaphylaxis, angioedema, chronic urticaria, had to take 2 high dose diuretics to attempt to treat edema for 12 years. Upon removal of implants, all symptoms resolved. Major calcification on right side, lymphadenopathy, lump in armpit and swollen lymph nodes resolved after explant as well. Dose or amount: 225 ml; dates of use: (B)(6) 2006 - (B)(6) 2018; diagnosis or reason for use: plastic surgeon recommended; is the product compounded? No; is the product over-the-counter? No; event abated after use stopped or dose reduced? Yes.